Event description:
The customer stated the paramedics were called due to low blood glucose. The blood glucose reading was not reported. The customer stated she took a nap and thirty minutes later she was sweating and was experiencing low blood glucose. Troubleshooting was performed and the programming was correct on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.